Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, in-stent restenotic target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.